Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that towards the end of a laparoscopically assisted vaginal hysterectomy (lavh) procedure, two cutting forceps devices activated on its own. The procedure was completed using a non-olympus (wolfe) bipolar forceps. No excessive bleeding occurred. There was no patient injury reported. In addition, after the intended procedure was completed, the user facility opened a third cutting forceps from the same lot number to see if it would self activate. The third cutting forceps device also self activated. This is 3 of 3 reports.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported device issue. The device was connected to a test electrosurgical generator. The device was recognized and the correct default settings displayed. No errors displayed. The blue coag button was pressed and the device activated as designed. When the blue button was released the device stopped activating. The button was pressed multiple times and functioned as designed. At no point did the device activate on its own. A visual inspection of the device was performed. Both switches are in good condition. Based on the investigation findings, the cause of the reported event could not be confirmed. The device activated only when the blue coag button was pressed. The device functioned as designed.